Event description:
It was reported 2.5ml of alprostadil in a 3ml monoject syringe was programmed using guardrails with an intended infusion rate of 0.8ml/hr, volume to be infused (vtbi) 2.5ml. It was reported the infusion was unsure if monoject syringe was manufactured by covidien or cardinal health. There was patient involvement however no patient harm

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported 2.5ml of alprostadil in a 3ml monoject syringe was programmed using guardrails with an intended infusion rate of 0.8ml/hr, volume to be infused (vtbi) 2.5ml. It was reported the infusion was unsure if monoject syringe was manufactured by covidien or cardinal health. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction : concomitant med prod data.

Manufacturer narrative:
Omit : c20 - no findings available correction : describe event or problem additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported 2.5ml of alprostadil in a 3ml monoject syringe was programmed using guardrails with an intended infusion rate of 0.8ml/hr, volume to be infused (vtbi) 2.5ml. It was reported the infusion was unsure if monoject syringe was manufactured by covidien or cardinal health. There was patient involvement however no patient harm.